Event description:
In 2008 I had the essure procedure done as a form of permanent birth control. I was (B)(6) at the time and after my 3 month waiting period I had the dye test done and went off the pill, after that I went into full blown menopause and 2 years later had to start taking meds for that. For the past few years I have had pain in my left hip. Recently I had an MRI done and it didn't show any problems with my hip. But my pain is real. I was a runner but not any longer, the pain is too bad for that. Walking is out as well now because of pain. What know more on see was a cyst the size of a golf ball, I had an ultrasound (B)(6) 2015 and will know more on that in a few days. I have learned that is a side effect of the essure that I didn't know about, nor the hip pain. I have loss of libido as well.